Event description:
Please refer to initial MFR. Report #9611500-2019-00126.

Manufacturer narrative:
Dräger could obtain the additional information that the facility's biomedical engineer checked the device after the event and observed that the ac power indicator led wasn't illuminated. Further examination revealed that the ac power cord was broken which led to the loss of mains power supply. The device is designed to post a "ac power fail" alarm which was confirmed for the particular case. Operation will be continued on battery; the device is posting several messages starting from ¿int. Battery activated¿ via ¿int. Battery low¿ to ¿int. Batt. Almost discharged¿. When the battery is completely depleted, the system shuts down and generates an acoustical power supply failure alarm buffered by an independent power source. The device was fully operational again after replacement of the power cord. Dräger finally concludes that the reported event was the consequence of rough handling or misuse which led to breaking of the power cord. The device behaved as specified for this error condition. There was no patient injury resulting from the event.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the ICU used the device on patient to treat hypoxia symptoms. On (B)(6) 2019, the device generated the alarm on power failure and failed to work. No patient injury reported.